Event description:
While investigating the events reported in manufacturer reports 1644487-2011-00457 and 1644487-2011-00454, it was found that the programmed settings as received were indicative of a faulted diagnostics test. Upon further investigation, it was found that this likely occurred prior to the date of explant. The programming history shows the programmed settings were as intended on (B)(6) 2010; however, a final interrogation was not performed to verify that the settings were as intended following a systems diagnostics test. It is currently unk when the faulted diagnostics test may have occurred. Attempts for copies of the programming history for the physician are in progress. No adverse events have been reported.